Event description:
The isola hook dislodged bilaterally. It was noted on x-ray that one of the caps appears to be loose, although it is still captured by the screw head. The patient is asymptomatic and the surgeon is taking no action at this time. As an event of this nature could result in the need for surgical intervention an MDR is being filed.

Manufacturer narrative:
No conclusions can be made. The device remains in the patient and the surgeon is taking no action at this time.